Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed, and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-01904; 3005168196-2020-01905; 3005168196-2020-01907.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using ruby coil lps, and a non-penumbra microcatheter. During the procedure, the physician implanted ruby coils in the target vessel. Subsequently, four ruby coil lps would not advance in the introducer sheath, and were stuck in the starting position. It was reported that the physician felt as if the introducer sheaths were "glued" to the pusher assemblies of the ruby coil lps. Therefore, the ruby coil lps were removed. The procedure was completed using new ruby coil lps. There was no report of an adverse effect to the patient.